Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery remained at 100% for a week despite being in use. Review of pump data by tandem technical support could not confirm the reported issue however, it was determined that the battery was depleting quickly. Customer reported blood glucose level was 135 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.